Event description:
Patient who was on portable ventilator presented with a proble on 6/6/92, at approx. 800 a.m. When respiratory therapist answered a stat call. Nursing placed a stat call due to patient's sob with cyanosis which developed while patient was replacing an inner cannulla into trach. The respiratory therapist noticed that when looking thru the flange of the tube, only a closed stoma could be seen with a 1.5" piece of pilot tubing coming through the stoma. The actual trach tube was not visible. The tube was carefully withdrawn from the trachea by pulling it out using the pilot balloon. An endotracheal adapter was then inserted into the stoma for a temporary airway thru which the patient could be ventilated. A new tube was inserted into stoma with minimal difficulty. The patient returned to stable status once new tube was establishedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.